Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Advanced investigation did not confirm that the I-beam was jammed. The instrument was re-installed on an in-house system, it engaged and initialized without any issues. The correct reload color was identified during installation, and the stapler instrument moved intuitively, clamping and firing on a test sheet. The staple lines and cut line were well-formed. After reviewing the procedure logs, it was found that the instrument successfully fired 2 reloads during procedure (1 blue and 1 white). However, on the 3rd install, no clamping or firing was attempted. On installs 4, 5, and 6, the stapler instrument failed to initialize with the system, citing high drivetrain friction. Since the primary failure analysis experienced jamming of the I-beam during the initial investigation, it is possible that a staple became lodged in the I-beam assembly during the 2nd firing of the procedure. A lodged staple can prevent the extension of the I-beam during the initialization sequence, leading to high drivetrain friction and initialization failures. However, the staple may have become dislodged from its original position prior to or during further analysis, allowing for full extension of the I-beam. The I-beam was manually extended for visual inspection off of the system, and it was observed to be undamaged and free of lodged components. No extra material on the pocket ridge of the lower drive support was observed. The investigation is unable to determine the cause of the initialization failures experienced in the field. As no grip axis engagement failures were experienced in the field, the in-house failures were likely related to the jammed I-beam that became un-jammed prior to subsequent testing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler experienced engagement failures. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the site did not have any unclamping issues. The issue was they were unable to engage the stapler. When used previously, the stapler completed the fires and unclamped without issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform 45 curve tip instrument was analyzed and found to have failed the engagement test both during in-house testing and upon review. When placed in the system, the instrument's inputs failed to engage with the sterile adapter in multiple attempts. A review of the logs showed no errors. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additionally, an observation not reported by the site, unrelated to the customer's complaint, was made. The instrument was found to have a jammed I-beam. It was unable to fully extend and would jam at the beginning. Another observation not reported by the site, unrelated to the customer's complaint, was the presence of corrosion on the instrument bearing. The bearing located at the proximal end of the main tube exhibited orange discoloration, and corroded metal shavings were found stuck to the magnet. The instrument will be transferred to engineering for further analysis. A review of the logs for the sureform 45 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) afa. The following additional information was provided: logs show pn 480545-04, ln t11230329-0217, was installed on the system 6x and fired 2 reloads (1 blue, followed by 1 white). On installs 1 and 2, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 3, a white reload was loaded, however no clamping or firing was attempted. On installs 4, 5, and 6, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected during the initialization sequence (likely from the jammed I-beam). The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.